Event description:
The implant failed due to unknown reason. The implant was placed at #47 and removed after 1 year and 4 months. Traditional 2 stage surgery. Prosthetics attachment (single), moderate oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.